Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had motor error alarm, unexpected restart alarm and external ram crc error alarm. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to faulty force sensor resistor also, unable to perform the occlusion and no delivery tests due to motor error alarm. The motor passed motor test. The insulin pump passed the operating currents test, self-test, a21 error test and displacement test. No a17 alarm or a21 alarm noted. No damage was found on the interface board noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, cracked belt clip slot and minor scratched display window.